Event description:
The report received via a voluntary medwatch indicated that the physician was not able to pull/remove the third (3rd) catheter sheath introducer (csi)/si avanti+ .035 f7 w/mini gw and that it snapped off in the left femoral vein site. Hemostasis was obtained. Fluoroscopy was used to identify the exact location of the sheath and a skin marking was made directly over it. Then a vertical incision was made from the upper portion of the left-inguinal ligament down over the femoral triangle. There was a hematoma noted there which was fairly well clotted and there was minimal bleeding. Sharp dissection was carried down very carefully through the subcutaneous fat over the femoral veins. A careful search was made and the sheared off tip of a white catheter was seen, grasped and slowly removed with pressure applied to the area. This measured about four inches long and had a kink in the middle. The end appeared totally intact and no further foreign body was found. The catheter was sent to the lab. Additional information has been requested.

Manufacturer narrative:
The product was not returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received indicated that the physician was not able to pull/remove the third (3rd) catheter sheath introducer (csi)/si avanti+ .035 f7 w/mini gw and that it snapped off in the left femoral vein site. Hemostasis was obtained. Fluoroscopy was used to identify the exact location of the sheath and a skin marking was made directly over it. Then a vertical incision was made from the upper portion of the left-inguinal ligament down over the femoral triangle. There was a hematoma noted there which was fairly well clotted and there was minimal bleeding. Sharp dissection was carried down very carefully through the subcutaneous fat over the femoral veins. A careful search was made and the sheared off tip of a white catheter was seen, grasped and slowly removed with pressure applied to the area. This measured about four inches long and had a kink in the middle. The end appeared totally intact and no further foreign body was found. The catheter was sent to the lab. Multiple attempts to request additional information were unsuccessful. The product was not returned for evaluation. A review of the manufacturing records could not be conducted without a lot number. With the limited information available, and no product return, and no procedural films available for review the complaint could not be confirmed and no determination regarding potential contributing factors could be made. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.